Event description:
Arthrex 60mm spring eye needle broken while being used in right lower extremity amputation, intra-operative xray ordered, intra-operative xray showed no signs of broken needle in wound per surgeon.